Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, when checking the appearance of the device, it was confirmed that the tip was black and dirty. After checking the watertightness, it was found that there was a leak from the forceps channel. When observing the inside of the forceps channel, a pinhole was confirmed at about 17mm from the forceps outlet. It was confirmed that there were traces of scraping around the pinhole from the operating part toward the tip. Based on the above, it is highly likely that the pinhole was caused by a sharp object, such as a treatment tool, piercing the channel. We also confirmed that there was a dark stain around the pinhole. The device uses a black powder-like material inside the unit when installed in this location. Based on the above, it is highly likely that the black liquid in question is a mixture of black powdery material and water, which came out as a black liquid. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. After checking the instruction manual, the following was found to be stated: chapter 4 usage insertion of treatment tools into endoscope notice ¿ if the bending section of the endoscope is bent significantly, a greater force is required to insert/remove the treatment tool. If it is difficult to insert/remove the treatment tool, return the bending angle of the bending section to the point where it can be inserted/removed comfortably. Forcing the insertion/removal may damage the forceps channel and treatment tool. ¿ make sure that the tip of the treatment tool is closed or retracted into the sheath, then slowly insert it into the forceps plug or pull it out. Also, do not open the tip of the treatment tool while it is inserted into the forceps channel of the endoscope, or pull the tip of the treatment tool out of the sheath. Doing so may damage the forceps channel and treatment tool. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited black liquid coming out of the scope after being cleaned with advanced sterilization products endo-cleanse. The issue occurred after a fine needle aspiration diagnostic procedure, which was completed using the same set of equipment. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.